Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the plate. The surgeon drilled the tabbed section with support using a va drill guide and inserted the screw in question. However, the final torque could not be applied, and the screw became idled. Since the screw in question was a long screw, it was to be left in the body as it was. However, when viewed with an image intensifier, it appeared that the screw had penetrated the articular surface, so the screw was removed. The surgeon tried to remove the screw, but it was difficult to remove because the screw idled. The use of an extraction screw and various other methods were tried, but the screw could not be removed. The surgeon used a carbide drill to enlarge the hole and remove the locking section, and after touching and flexing the contralateral part of the screw, the screw came out, and the surgeon was able to remove it. The surgery was completed successfully with approximately 60 minutes delay due to removal of the screw in question. No further information is available. This report involves one (1) va-lcp dhp 2.7/3.5 dorso-lat w/supp-lat this is report 2 of 2 for (B)(4).